Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 2:00 pm after the end user received a high blood glucose reading of 506 mg/dl from her prodigy diabetes meter. The end user experienced fatigue, shaking, nausea, dehydration and was taken to the ER. Upon arrival to the ER her blood glucose reading decreased to 264 mg/dl. The end user stated there were no treatments administered and after several hours in the ER she was discharged. No additional details were provided in regards to this medical event.